Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This report will be updated should additional information become available.

Event description:
It was reported that this product was explanted due to infection. No additional adverse patient effects were reported.